Manufacturer narrative:
(B)(4). Concomitant medical products: 3020830401, refobacin plus bone cement 40, a644bj2507. Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the complaint history determined the event is likely related to a supplier packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2017- 00190.

Event description:
It is reported that there was a hole in the inner sterile packaging. Another cement product was used to finish the surgery. There was no delay in procedure and no patient injury.